Event description:
It was reported that a tsw35 was used during an unk procedure. It was reported by the affiliate that the anvil slides out of device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56560/c. D5,6; h4: info not available, device not returned for analysis.